Event description:
The customer contacted physio-control to report that their device had displayed a premature low-battery indicator. There was no patient use associated with the reported issue. Upon evaluation of the device, physio-control observed that the internal hybrid layer capacitor (hlc) batteries had depleted to the point where defibrillation may not be possible.

Manufacturer narrative:
Physio-control examined the customer's device and verified the reported issue. Physio observed that the device had excessive on time logged (more than 10.3 hours) which depleted the internal hlc batteries. As a result, the device would not charge or defibrillate when prompted. The cause of the reported issue was excessive on time; however, further component level cause could not be determined. The customer was provided with a replacement device.